Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red and bumpy irritation under the lifevest therapy pads. The patient's physician suggested that the patient use benadryl and cortisone cream on the irritation. Follow-up indicated that the rash had healed.